Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1gm, for 14 days, route, frequency not reported) and ceftazidime injection injection (1gm, for 14 days, route, frequency not reported) for peritonitis. Antibiotic treatment was ongoing. The patient was discharged 10 days after hospital admission. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.